Event description:
A consumer reported a loss of therapy. The patient's implantable neurostimulator (ins) was explanted the year prior to the report because the battery died and it wasn't providing enough relief. The patient would charge the ins and it would only last about 20 minutes. The ins was implanted for complex reg pain syndrome type I.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.